Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that they had a lead revision yesterday because "towards the end of january I stepped out onto my patio and I broke my foot and almost fell so I was flailing and that might have been when the leads migrated, they dropped down 1 and 2 vertebraes". Pt says shortly after that, "within 3 weeks or so, I had an episode where it felt like I was being shocked, not like a little jolt but a shock everytime I moved". Pt says they went to the hospital for 3 days and they turned stimulation off, and it's been off since theydid x-rays and found the leads had migrated and the battery had moved as well and I had the revision done yesterday and they replaced the leads and the battery pack they moved to another location in my body". Pt says that rep was made aware of this when pt went to their follow up after being at the hospital, when they did testing and xrays and dr young told me I had to have a revision". Pt mentioned they have had health issues and has had 6 surgeries in the last 2 years including a heart attack. Pt says they have a follow up with rep and doctor on august 27th to get stimulation back on and get settings adjusted. Pt says they were very impressed with the rep and said they "were amazing". Pt will follow up with rep/hcp. Rep reported they were not the rep who was initially notified of the event in feb 2024; they were unsure who was notified. Rep stated they did cover the patients leadreplacement on monday (B)(6) 2024. The leads will not be returned as they were disposed of by the facility. According to patient they had a fall that led to the lead migration. The issue is now resolved. Rep reported they have a note from (B)(6) 2024 that they met her on that day and dr young and the patient informed them of the need for a lead revision due to lead migration from a february fall. Rep had assumed that a report had already been made since she said she had notified the manufacturer when it happened.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-may-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.